Event description:
As reported by the patient, an unspecified cook bird's nest inferior vena cava filter fractured and migrated. The device was placed in 1995 or 1996. The last week of (B)(6) 2023, the patient began to experience abdominal pain and went to the hospital. A CT scan was performed, and found that the filter had broken and migrated, perforating the colon and lower stomach. The patient was transported to another hospital for surgery. The filter was successfully removed, and body structures were repaired. There have been no adverse effects to the patient; however, the patient reports a thirty pound weight loss, requires some assistance with care, and has been out of work for fourteen weeks.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: based on the reported implantation date of 1995 or 1996, the rpn is believed to be either bnf-40-pb (gpn g06451) or bnf-75-pb (gpn g06452). D6a: the date of implantation is unknown; however, the filter was reportedly implanted in 1995 or 1996 at st. Joseph hospital in fort wayne, in by dr. Ryan. The filter was removed on 16mar2023 at the university of alabama in birmingham. E3: occupation = patient. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received from the patient on (B)(6) 2023. The filter was placed at a hospital that is no longer open. The physician who placed the filter is retired, and records cannot be obtained. The diameter of the vena cava at the time of filter placement is unknown. The patient has not had any procedures in which other devices were placed through the filter, and has not had any abdominal surgeries or abdominal trauma since the filter was placed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported by the patient, an unspecified cook bird's nest inferior vena cava filter fractured and migrated. The device was placed in 1995 or 1996. The last week of february 2023, the patient began to experience abdominal pain and went to the hospital. A CT scan was performed, and found that the filter had broken and migrated, perforating the colon and lower stomach. The patient was transported to another hospital for surgery. The filter was successfully removed, and body structures were repaired. There have been no adverse effects to the patient; however, the patient reports a thirty-pound weight loss, requires some assistance with care, and has been out of work for fourteen weeks. Additional information was received from the patient on (B)(6) 2023. The filter was placed at a hospital that is no longer open. The physician who placed the filter is retired, and records cannot be obtained. The diameter of the vena cava at the time of filter placement is unknown. The patient has not had any procedures in which other devices were placed through the filter and has not had any abdominal surgeries or abdominal trauma since the filter was placed. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The complainant did not provide the lot number for the complaint device and cook was unable to identify the lot; therefore, it is unknown if there were any related non-conformances or additional complaints on the lot. The product IFU states ¿too forceful or multiple jabs with the filter catheter/sheath assembly could result in perforation of the wall of the inferior vena cava by the exposed hooks and struts of the filter.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the limited information provided and the results of the investigation, cook could not establish a cause for the event at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.